Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator change out procedure, upon opening the pocket using electrocautery, inhibition of pacing occurred which led to asystole. Pacing resumed upon stopping electrocautery. The device was explanted and replaced. The patient was fine after the procedure.